Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred following deployment. The target lesion being treated was located in the moderately calcified and severely tortuous ("s bend" shape) mid left circumflex (lcx) artery. A 2.50x20mm promus element stent delivery system (sds) was advanced to the lcx and could not cross the lesion. A 2.00x10mm non-bsc balloon catheter was then advanced and used for predilation, followed by another 2.00x10mm non-bsc balloon catheter inflated to 12-14 atmospheres. The 2.50x20mm promus element sds was again advanced and was unable to cross the lesion. A 2.50x16mm promus element sds was then advanced to the mid lcx and was successfully deployed. The 2.50x20mm promus element sds was again advanced, this time through the deployed 2.50x16mm promus element stent, in an effort to treat the distal part of the lesion, however it was unable to cross the distal lesion due to mild calcification. The 2.50x20mm promus element sds was removed and a 2.00x15mm non-bsc balloon catheter was advanced and successfully used for predilation of the distal lesion. The 2.50x20mm promus element sds was again advanced and could not cross the proximal portion of the 2.50x16mm promus element stent. The physician applied some force to advance the 2.50x20mm promus element sds and advanced an additional non-bsc guide wire, however the sds was still unable to advance through the 2.50x16mm promus element stent. The 2.50x20mm promus element sds was removed. A 2.00x15mm non-bsc balloon was then advanced for post-dilation of the 2.50x16mm promus element stent, however it could not cross the deployed stent. The balloon catheter and guide wire were removed. A new non-bsc guide catheter was advanced and then a new non-bsc guide wire was advanced but could not cross the proximal circumflex. A cine film was taken, showing the proximal part of the 2.50x16mm promus element stent had elongated by about 10mm to the proximal lcx. The non-bsc guide wire was eventually able to cross the promus element stent and a 1.50x12mm non-bsc balloon catheter was then advanced and inflated to crush the elongated part of the stent against the vessel wall. A 3.00x10mm non-bsc balloon was then advanced and additional dilation was performed, successfully opening up the vessel. A 2.25x16mm promus element sds was then advanced and deployed over the crushed, proximal end of the 2.50x16mm promus element stent. The 3.00x10mm non-bsc balloon was again used for post-dilation to 18 atmospheres multiple times in both of the deployed promus element stents. The physician did not feel it was necessary to treat the distal lesion at this point. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).